Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia, severe and excessive bleeding during menstruation"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue, exhaustion"), polymenorrhagia ("excessive and frequent menses"), alopecia ("hair loss") and sepsis ("sepsis"). The patient was treated with surgery (robotic-assisted laparoscopic with bilateral salpingectomy and removal of essure coils.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, fatigue, polymenorrhagia, alopecia and sepsis outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, polymenorrhagia and sepsis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia, severe and excessive bleeding during menstruation"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue, exhaustion"), polymenorrhagia ("excessive and frequent menses"), alopecia ("hair loss") and sepsis ("sepsis"). The patient was treated with surgery (robotic-assisted laparoscopic with bilateral salpingectomy and removal of essure coils.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, fatigue, polymenorrhagia, alopecia and sepsis outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, polymenorrhagia and sepsis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.